Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative confirmed that they were first notified of the issue on jan. 11, 2017. Reprogramming was attempted to change the positional response without success. The patient¿s physician believed the ins and leads were unharmed in the ¿wreck¿ and that another injury was causing the discomfort.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative and a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain. It was reported that the patient was in a motor vehicle accident and now the patient received jolts when leaning back and to the side. An impedance check was performed and they were found to be within normal limits. Follow up was conducted. Additional information was received from a representative (rep) and a consumer regarding the patient. It was reported that the patient experienced muscle spasms due to the motor vehicle accident that occurred on (B)(6) 2016. It was noted that the muscle spasms occurred as a result of positional movement. The caller reported that the patient was still getting good therapy and the x-rays were normal. The representative discussed reprogramming the device.